Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, (B)(6) at (B)(4) reported the multi gas unit (ag-920a sn: (B)(6)) had low gas readings. Investigation summary: based on the age of the unit, probable root cause is normal deterioration of the gas sensor unit cd-237p. Due to the product discontinuation, replacement parts were not available and the unit was not repaired.

Event description:
The customer reported that the multi-gas unit was showing low gas readings while in patient use.

Manufacturer narrative:
The customer reported that the multi-gas unit was showing low gas readings while in patient use. The customer sent the unit in for repair and requested a loaner device in the meantime. When the device was evaluated by nihon kohden, a "cal error" message appeared after the unit was warmed up. The issue of "low gas readings" could not be duplicated. Nihon kohden technical support (nk ts) is working on completing the repair process for the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi-gas unit was showing low gas readings while in patient use.